Event description:
The company was informed that the pt was having retention issues with his headpiece. Surgery was performed on (B)(6), 2011 to replace the internal magnet. The explanted magnet was returned to advanced bionics.